Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient exhibited poor healing, warmth of the pocket, tissue erosion, fluctuance at the pocket and a black eschar, necrosis was observed on the overlying skin. All parameters on the device and leads were stable. The entire system was explanted on the left and a new system was implanted on the right side. The patient was stable.